Manufacturer narrative:
No product will be returned per customer. The customer complaint of maxzero leak could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that as blood was being drawn through the maxzero, a small leak of blood occurred in the oncology infusion center. There was no patient harm.